Event description:
The manufacturer received information alleging a ventilator's speakers failed. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, a failure of both the ventilator's speakers were observed. The speakers were replaced to address this issue.